Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, causing fluid to be unable to flow through the complete fluid path. It could not be determined, when or how this damage occurred. The download data does not contain any timeouts or pulse width increases, that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found, that would result in the device failing to deliver insulin. Inspection of the phb data showed no evidence of issues with insulin delivery.

Event description:
It was reported, the patients blood glucose level rose to 399 mg/dl, while wearing the pod between 1 and 4 hours. No treatment was provided.